Event description:
It was reported that pump displayed cartridge alarm after exposure to magnets, and customer called for assistance and later requested an update on shipment of replacement pump. There was no adverse impact to the customer's blood glucose level. Customer had already loaded new cartridge and successfully resumed insulin before calling, continued using current pump, and pump was ultimately replaced.